Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The patients ipg was explanted.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.